Manufacturer narrative:
Product analysis: analysis initiated on 13 jan 2017. The everflex entrust device was received for analysis. Upon analysis, kinks were noticed in the inner and outer assemblies; however the origin of the kinks may have been post-procedural and not relevant to the reported event. The handle assembly was pried open and the internal components were inspected. It was discovered no portion of the inner assembly was seated with the clear luer. The clear luer was inspected under microscope and discovered possible trace amounts of adhesive. It cannot be determined if the amount of adhesive observed is sufficient for this bond. The root cause of the guidewire lumen separating from the entrust sds luer appears to be manufacturing in nature, (e.g. Insufficient amount of adhesive applied at the luer lock and guidewire lumen/push rod interface). Review of the manufacturing records for the device did not reveal any discrepancies relevant to the reported event.

Event description:
Physician was using an everflex entrust stent on the superficial femoral artery (sfa) in patient. There was no resistance encountered while advancing the stent. It was reported that there was difficulty in removing the device after successful stent deployment. Upon withdrawing, the physician noted that the innermost tube of the stent delivery system had been detached from the shaft and will not come out of the guidewire. The guidewire and the stent-delivery system were removed together as one unit out from the body. No injury to the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.